Manufacturer narrative:
The customer report that the tubing disconnected was confirmed. During visual inspection the separation was observed at the engagement between the silicone segment and lower fitment components. The expected retainer ring at the lower fitment component area was not received. Further inspection of the area around the separated components observed no obvious damages or issues. Further visual inspection under magnification of the silicone segment end observed evidence of a retainer ring indentation which does not look to be misaligned. A slight tug/pull of the silicone segment away from the upper fitment component was attempted in which no separation was observed. No testing was deemed necessary due to the obvious separation. The root cause of the customer's report was not identified.

Event description:
It was reported that tpn (335 ml) was infusing at a rate 4.3 ml/hr when the device alarmed for air in line. The user noted air bubbles in the 0.2 micron filter tubing, the line was clamped and removed from the device. Upon milking the tubing to remove the air bubbles the tubing disconnected at an undisclosed location. There was no harm to the infant however a delay in treatment, the tpn was stopped and a new bag primed and hung.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that during an unspecified infusion, the user noted air bubbles in the 0.2 micron filter tubing. Upon troubleshooting to remove the air, the tubing broke at an undisclosed location. The infusion was stopped and the tubing was removed without harm to the patient. The event occurred in the nicu.